Event description:
Customer reported the system motorized function stopped working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the mcu pbc. System operates as intended.